Event description:
It was reported that on (B)(6) 2022 the patient was assessed for gastrointestinal bleeding due to anemia and lowered hemoglobin. On (B)(6) 2022 the patient had an endoscopy and colonoscopy performed. A bleed was round in the upper duodenum which was corrected and the patient was transfused with 1 unit of packed red blood cells. The patient has not had any bouts of low hemoglobin and the event resolved without sequelae on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
A3: date of birth should have been redacted for clinical study. Main investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gastrointestinal bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.